Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used espocan + ds+pst+penc 0.42x138,5mm 27g without packaging. The following investigations were conducted: visual inspection: the received catheter connector was taken to a visual inspection. The catheter connector was handed over by the customer in closed condition. No damages or deviations were detected at the catheter connector. Physical inspection: the connection between catheter connector and the catheter was taken to a tensile strength test according to the test plan. Nominal: min. 11. N. Actual: 7.89 n. The tensile strength of the samples are not within our specification. The defect is due to a development error and already known. Therefore this complaint is consider as confirmed. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4)

Manufacturer narrative:
(B)(4). Received 1 piece of perifix catheter connector, 1 piece of perifix filter, 1 piece of epidural catheter and 1 piece of soft tube in opened packaging. Upon visual inspection at facility in (B)(4), observed the clip of perifix catheter connector is loose. Reviewed the device history record for the batch no. 19a15g8f01, no abnormalities observed during the in-process and final control inspection. Perifix catheter connecter was outsourced from bbm and bmi only performed packaging and packing it is one of the component in espocan set. Hence there was no potential that packaging process in bmi will cause catheter to be loose or damage. The device is currently on shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): clip opened. The perifix catheter connector dislodged (clip opened).